Event description:
The patient reported pump speed decrease to approx 2,000 rpm on at least two occasions. Events were confirmed on controller interrogation. Deep palpation of the ruq in the area of the driveline reproduced the event. Emergent pump exchange commenced.